Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted during the procedure on (B)(6) 2017. According to the complainant, the valve was believed to be overdrainage. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Further details were not provided.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: no significant deformation or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable, albeit with difficulty. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the breaking force is within the given tolerances. Results: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve is permeable, albeit with difficulty, it is adjustable to all specified pressures. The brake is fully functional and the brake force is within the given tolerances. The first measurement showed that the valve in the horizontal body position is only very marginally outside the permissible tolerance. The valve tends, contrary to the presumed overdrainage, to underdrain. During the second measurement a significant improvement in the values could be observed. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.